Event description:
It was reported that based on x-rays it was evidence that this device had migrated due to the patient twiddler's syndrome. A revision took place and the device was repositioned successfully. No additional adverse patient effects were reported. This device remain implanted.